Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 22 mg/dl and 64 mg/dl. No actions taken based on device results. No adverse event reported. Customer no longer has drum. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device will not be returned.